Event description:
It was reported by service report that the fowler drifts down. It is unknown if there was patient involvement or if there were adverse consequences to report.

Manufacturer narrative:
Results: fowler motor and damaged clutch wrap spring.